Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The company representative assisted with troubleshooting. The customer requested a replacement footswitch.. The system was manufactured on april 13, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch. The associated system was not suspected to attribute to the reported event. (B)(4).

Event description:
A nurse reported the reflux was not working while using the irrigation/aspiration handpiece during a cataract procedure. After about 30 seconds the reflux started working and the case was completed. There was no harm to the patient. No additional information is expected.